Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met longevity calculation equal to 78% with batter depletion curve equals 96% so projected longevity at recommended replacement time is 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 694765 implantable tachy lead, (B)(6) 2008; 5076-58 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that there was a possible header/setscrew issue on the lv (left ventricular) port, with lv impedances varying intermittently between high and normal values. Upon device changeout, the lv lead was found to have stable, normal impedance, with no issues noted visually or via fluoroscopy. The device was explanted and replaced, and the lead left in the body with lv pacing turned off. No patient complications have been reported as a result of this event.